Event description:
Consumer called to report high readings while experiencing a low blood sugar reaction. Had a 423 while in route to the ER and when she go to the hospital her reading was 43. Thinks she may have caused the problem because the meter was left in a hot car all day.